Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was found unconscious by a family member who called the emergency services. The patient did not report any specific symptoms besides the loss of consciousness. When the paramedics arrived a fingerstick was taken and the cgm was reading 77 mg/dl and the blood glucose reading was 35 mg/dl. The patient received a glucose injection by the paramedics. The patient was brought to the hospital, but it was not stated that more treatment was needed here. The patient was discharged within 24 hours from the hospital. At the time of the report the patient had recovered but mentioned that they sustained bruises that were cause by the fall that happened when the patient loss consciousness. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.